Event description:
The patient's pump and catheter were replaced. It was reported that the patient had many spinal issues and hardware. It was also noted that the patient was thought to have had some complications but believed to not be related to the pump.

Event description:
Additional information: it was later reported that patient had gone to the ER and was sent home. A dye study was subsequently attempted but catheter could not be "explanted". It was indicated that the patient was to get a new pump and catheter implanted. Per manufacturer device registration system the device system was explanted. Drug infused via the device was not known to the reporter, concentration was reported as 2000mcg.

Event description:
It was initially reported that the actual residual volume (arv) was reported as greater than the expected residual volume (erv) - arv: 15, erv: 6. Patient experienced an increase in spasticity. It was later reported that the patient's last refill was in (B)(6) 2011; on the refill day of 2012 (B)(6), healthcare provider (hcp) "pulled out same amount as they put in". Patient was informed that the pump had to be replaced. Patient had experienced a change in therapy effect, "headaches, feeling sluggish and very itchy, had to wait five days until the aspirin cleared out of his system because it is a blood thinner". Patient was started on an oral baclofen pill on 2012 (B)(6). Patient was to meet with a neurosurgeon. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709, lot #: l69146, implanted: (B)(6) 1999, explanted: unk. Connector model: 8575, lot#: n075626, implanted: (B)(6) 07, explanted: unk.